Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the lead integrity alert (lia) was triggered for the right ventricular (rv) lead for increased short interval counts (sic) and 2 or more high rate non-sustained episodes on (B)(6) 2014. The rv pace lead impedance was 4047 ohms on (B)(6) 2014. Since (B)(6) 2014, the sensing integrity counts went up to 991 within 2 days along with ventricular tachycardia (vt) non-sustained and high rate episodes and evidence of oversensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, multiple high-rate non-sustained ventricular tachycardia (nsvt) episodes with oversensing noise, and high short interval counts (sic) resulting from a possible lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).